Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and stress testing. Without duplicating the report. Zoll service cleared the customer's user configuration and restored factory defaults as a precaution. The device was recertified and returned to the customer. Review of the device activity log supported the customer report of a reset. We suspect an older user configuration was loaded onto this unit following a software upgrade. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a 70 year-old male patient, the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.